Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a merge issue, resulting in two accounts being displayed on the medstation. The customer had confirmed that the issue has been resolved, and the patient has since been discharged. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system had a merge issue, which resulted in the display of two accounts on the medstation while attempting to dispense medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.